Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus during procedure to treat a severely calcified, fibrous lesion in the left proximal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was none calcified. No embolic protection was used. Inflation device was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported during removal after inflation was completed, component detachment occurred, with break at the catheter. The balloon was in the proximal sfa from an access site in the pedal anatomy. Using a slender non-medtronic sheath. The product was detached on the catheter shaft mid-way on the catheter, broke off midway on the catheter shaft. The detached portion did not remain in patient. Physician had access from the pedal approach which is where this balloon was inserted. In order to retrieve, the physician gained access from above, placed a separate wire from above and ballooned to create a channel. Once inflations from the balloon in the groin where completed physician able to retrieve the wire and balloon together. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device. Once the balloon was retrieved the physician stented the sfa. There was no patient symptoms or complications.

Manufacturer narrative:
Product analysis a visual inspection of the device found that the shaft broke approximately 61.7cm from the strain relief, (photo 9). An inspection of the distal section found that both markerbands are present, (photos 10 to 11). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.